Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that he removed and reinserted the battery, and the insulin pump alarmed battery out limit. The customer did not know the blood glucose reading. He was advised to disconnect from the insulin pump. He did not observe any damage or corrosion to the battery cap, battery compartment or battery spring. He noted that the insulin pump did not show any signs of physical damage. The customer stated that the display was no longer blank at the time of the call and removed/reinserted the same battery; he advised that the display returned. Troubleshooting for the battery out limit was not completed, as the alarm had occurred after the blank display anomaly; this indicated that there was no power to the device even though the battery was in the insulin pump. He was advised that a replacement battery cap would be sent.